Event description:
The patient was previously implanted with two evoke 12c percutaneous lead kit - 60cm. One of the leads was removed as it was providing unneeded stimulation and not recruiting the correct dermatome for the patient. One 12c lead 60cm was left in situ which provides ideal dermatomal spread around the patient's pain area. Intra-operation impedance check indicated all were within normal range. The case went well with no issues. Upon waking the patient up, the patient complained about a severe headache, a painful right leg with limited mobility, left side feeling normal. The physician asked to switch on stimulation to see if it would help with the pain, and some pain was alleviated. Computed tomography (CT), as well as magnetic resonance imagery (MRI), were performed to visualize the brain and spinal cord. The MRI indicated all appears normal with no signs of compression. The patient was given steroids and pain relief medications, and is regaining mobility and strength in the right leg, issue is now focused around the foot and ankle. The cause of the patient's discomfort is believed to have been meningeal irritation. The headache has almost disappeared; the patient is doing well. It was noted the physician believes this could be related to the patient's complex regional pain syndrome (crps).

Event description:
The patient was previously implanted with two evoke 12c percutaneous lead kit - 60cm. One of the leads was removed as it was providing unneeded stimulation and not recruiting the correct dermatome for the patient. One 12c lead 60cm was left in situ which provides ideal dermatomal spread around the patient's pain area. Intra-operation impedance check indicated all were within normal range. The case went well with no issues. Upon waking the patient up, the patient complained about a severe headache, a painful right leg with limited mobility, left side feeling normal. The physician asked to switch on stimulation to see if it would help with the pain, and some pain was alleviated. Computed tomography (CT), as well as magnetic resonance imagery (MRI), were performed to visualize the brain and spinal cord. The MRI indicated all appears normal with no signs of compression. The patient was given steroids and pain relief medications, and is regaining mobility and strength in the right leg, issue is now focused around the foot and ankle. The cause of the patient's discomfort is believed to have been meningeal irritation. The headache has almost disappeared; the patient is doing well. It was noted the physician believes this could be related to the patient's complex regional pain syndrome (crps).

Manufacturer narrative:
No devices were returned for analysis. Additional information provided by a manufacturer representative on 10 july 2023 advised that the cause of the patient¿s discomfort is believed to have been meningeal irritation. The cause of the hypothesized meningeal irritation could not be confirmed. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.